Event description:
The service center was informed that the during the procedure two devices of the same lot did not work properly. The device contact was reported to be intermittent which caused a delay of treatment resulting in excessive bleeding. A clip was used to control the bleeding and complete the procedure. Additional information has been requested, but is not available at the time of this report. This report is for device 2 of 2.